Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 29 mg/dl. It was reported that the bg excursion was after a battery change in the pump and the user did not account for the insulin on board; therefore, the bolus type was incorrectly programmed. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. This complaint is being reported because the patient allegedly experienced hypoglycemia due to use error in incorrectly programming a bolus.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.